Manufacturer narrative:
Concomitant medical products: non-bd extension set, therapy date (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a chemo medication (bag 270 ml) was programmed as a basic infusion and finished earlier than expected. The rate was10 ml/hr for a vtbi of 240 ml, and started at 14:48 pm on (B)(6) 2017. The following day at 12:04 pm, a patient site occlusion alarm was observed, and the infusion was paused, but not restarted. It was later stopped at 12:23 pm, 1:45 minutes earlier than expected with the pump indicating that 208.5 ml infused. The user expected to see 31.5 ml remaining in the bag, however it was empty. The tubing model numbers were not provided, however it was known that an extension set with a .2 micron filter with a priming volume of 5.1 ml was used. No patient harm was reported to have occurred due to this event.

Manufacturer narrative:
The reported issue of a chemo infusion programmed as a basic infusion having finished earlier than expected was confirmed via event log review. Physical inspection noted the device to be in good condition. There were no anomalies observed. Analysis of the pcu event log recorded a basic infusion was started on (B)(6) 2017 at 2:48pm. The rate was set at 10ml/h with the vtbi set at 240ml. The user stopped the infusion at 12:04pm on (B)(6) 2017 by selecting the channel off key. The reason for the early termination could not be ascertained from the log. There were 8 instances of air in line (ail) and 13 instances of the device being paused during this time frame. By design, when the device is in a pause state there will be no door openings or closings captured in the event log. When a safety clamp open alarm occurs while the device is in a pause state when the door is closed the safety clamp open alarm will be stopped with the event recorded in the device log. It could not be determined from the log if the user had opened the door and accessed the disposable set during the pause states. It is possible fluid was lost from the infusion bag during the safety clamp open alarms. Rate accuracy testing was performed and the device was found to be infusing within specifications with no anomalies observed. The root cause for the customer¿s reported experience could not be determined.